Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead became dislodged and was exhibiting an increase in thresholds. The physician noted that the dislodgement was suspected to have occurred due to the patient¿s anatomy causing the lead placement to be unstable. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.